Event description:
In 2008, the pt was implanted with gore excluder aaa endoprosthesis, for emergent repair of a ruptured abdominal aortic aneurysm. The renal arteries had to be covered to obtain adequate neck superiorly. The pt expired later the same day from a ruptured abdominal aortic aneurysm, cardiogenic shock and coagulopathy.

Manufacturer narrative:
A review of the mfg records for the device has been conducted. Results: a review of the mfg records for the device verified that the lot met all pre-release specifications. Under pt selection and treatment in the gore excluder aaa endoprosthesis instructions for use, it states: the safety and effectiveness of the gore excluder aaa endoprosthesis has not been evaluated in the following pt populations: leaking: pending rupture or ruptured aneurysm. Additional device(s) related to this event.